Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was continued as mobile c-arm was brought in and the case was completed. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to expose. A review of the system logfile confirmed the reported malfunction. Upon troubleshooting, the customer checked the connection to the footswitch and found it to be loose. To resolve the reported issue, the customer tightened the connection. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.